Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent surgery on (B)(6) 2017 to explant a competitor's system and implant an abbott's scs system. During the implant, the neuro monitor revealed adverse reading. The detail is not available. As a result, the procedure was abandoned. Follow-up revealed the patient was recovering.